Manufacturer narrative:
Manufacturer's evaluation summary: the device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed the complaint. The cause of the malfunction was isolated to a damaged integrated circuit (ic) on the defibrillator circuit board. Analysis of historical service data showed that this is the only instance of this type of problem occurring in nearly four years. The device was repaired by replacing the circuit board containing the damage ic and the device was returned to the customer after passing acceptance testing.

Event description:
The customer reported that the device powers-up and indicates "self-test failed" and displays the "do not use" symbol. This product problem occurred during a practice/training session and no patient was involved.